Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-14569. Related manufacturer reference number 3006705815-2022-14571. It was reported that patient the ipg failed to establish communication with external devices. The ipg was deemed inoperable. Patient also reported ineffective therapy. As a result, surgical intervention was undertaken wherein the leads and the ipg were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported event for ineffective stimulation was not confirmed. Per event details, the leads were replaced because the patient fell and wasn¿t receiving stimulation where she was supposed to. Microscopic inspection revealed that channel 3 wire was broken 26.25cm distal to the stimulation end due to instrumentation damage. The damage likely occurred during the explant procedure. The lead was functionally tested and passed all testing except for channel 3.